Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen while the top button functioned and no external damage was observed, which was replicated by a second person and led to determining that a replacement was needed. Symptoms included no alerts or alarms reported and no clinical symptoms such as hypoglycemia or hyperglycemia. Outcomes included instruction to transition to backup therapy due to uncertain device functionality and to sync data to the mobile app before shutdown, with clarification that therapy data would not transfer to the replacement while cgm data could continue. Investigation included user troubleshooting and education, verification of shipping information, and plans for return of the device for further assessment. Investigation of this case revealed a suspected device malfunction related to the display interface or touchscreen component preventing user interaction, while the power button remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display assembly of unknown origin.